Event description:
It was reported the patient is experiencing pain in his buttock traveling down his leg after he charges his ipg. Follow-up information identified the patient contacted his physician and he reported to his physician that he experiences a burning pain after charging for ten minutes that lasts throughout the day. Additionally, the pain starts at the ipg site and travels down the leg to the knee. The patient is unable to charge due to the pain, but he still has stimulation. Surgical intervention to address the issue is planned for a later date.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.